Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones and getting shocked four days ago, and then hearing more tones today.